Event description:
It was reported that an unspecified quantity of unknown inlet devices had particulate matter. This was observed during setup. The customer was advised to attach a triomel filter line to the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.